Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiogram (tee) imaging was used inter-procedurally, and intracardiac echocardiogram (ice) imaging was used for transseptal puncture (tsp). Imaging confirmed there was no pe noted prior to tsp. Tsp was performed using versacross connect (vcc) transseptal access system through a watchman fxd curve access sheath (was). The was and vcc dilator were advanced into the left atrium (la) and the vcc was removed. A non-boston scientific (bsc) pigtail catheter was advanced into the la, but the physicians noted the pigtail got stuck in an unknown location and caused difficulty with navigating into the laa. A pe was noted in the left ventricle and was monitored. No intervention was performed in response to the pe. The procedure was aborted due to the pe. The patient fully recovered and was discharged the following day. In the physician's opinion, the pe was most likely caused by the pigtail catheter due to the navigation issues encountered during the procedure.